Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of screwdriver broke during surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: our visual investigation of the complained screwdriver shows that two jags are broken off, and the other two are bent. The shaft of the screwdriver is bent and shows wear marks at the surface. Unfortunately without more information we are not able to determine the exact cause which has led to this occurrence. Due to the damages it is likely that too much mechanical force had been applied during the surgery. A review of the device history records and manufacturing documents found no issues that would have contributed to this complaint. No manufacturing related failure could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.